Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the needleless valve leaked during an IV push of morphine with a bd 3ml syringe. No patient harm reported.

Manufacturer narrative:
The customer¿s report of a leak was not confirmed. Visual inspection revealed that the valve was not fully twisted on/attached to the syringe. Functional testing was performed and there was no leak. The valve was manually detached from the syringe and further visual inspection of the valve showed no damages or issues. The valve was manually attached fully to the syringe and functional and pressure testing still resulted in no leaks or any issues. The root cause of the reported leak was not identified.